Event description:
(B)(6) from (B)(6) institute called inquiring about our vh-3000 overheat failures. He found out about maquet's vh-3000 issue through an incident reported to him by one of our accounts. In this specific incident, the vh-3000 would not turn off and had it to be removed from the leg while it was activated, potentially injuring the pt. He could not disclose if there was pt injury, the hospital info, or the product lot number. The info above is all that can be provided to maquet as the hospital chose to remain anonymous. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).